Manufacturer narrative:
Additional information was received on 9/22/2020, the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on 10/12/2020. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. During the visual evaluation, the device was observed to be ruptured. Microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent breast augmentation revision surgery with a 425cc mentor memorygel right breast implant and a 450cc mentor memorygel left breast implant experienced right sided rupture and left sided anisomastia. Patient experienced implants dropping. As a result, patient underwent unilateral removal and replacement with a 425cc mentor memorygel right breast implant on (B)(6) 2020. The right sided rupture was discovered during surgery. This medwatch form is for the right breast prosthesis.